Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, customer experienced a low blood glucose (bg) level below 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.